Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2013. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a device over-sensing/detection problem and the pacing lead displayed over-sensing and artifacts. It was also reported the lead extender was loose/detached. During the revision procedure, the adapter that was previously used for an abdominal implant was re-connected and the case was closed. Three days later, the sensing integrity count was noted. It was later reported there were on going artifacts, the sensing integrity count was again noted, and there were non-sustained ventricular tachycardia episodes. The pacing lead was removed and replaced. The device and the extension connector remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later learned the extension connector was removed.